Event description:
It was reported that the device offered sensing difficulty, apparent lead fracture and no capture with inappropriate therapy. Device was removed from service. No patient complications have been reported as a result of this event.